Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Follow up identified that the entire scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 3006705815-2020-00989. Related manufacturing report number: 3006705815-2020-00990. It was reported that the patient had high impedance on multiple lead contacts, keeping the patient from getting into MRI mode. The patient wants to have the system explanted so they can get MRI done. Surgical intervention may be pending to address this issue.